Event description:
Potential chemotherapy leak from an home-use fluorouracol 46h elastomeric pump. This is the second report this month. Investigation by oncology pharmacy supervisor, manufacturer and medication safety ongoing. The leak is believed to have been caused by the additional pressure required when a cstd is used while attaching the fluoruracil syringe to the pump during preparation. The pressure is thought to be caused by a crack created in the fill port itself and/ot in the housing of the fill port. This cstd will be removed from the filling process to avoid future cracking. Ongoing surveillance is taking place at drah and macon pond infusion sites. These events have been reported to dci core safety team. Please see summaries for further information.